Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not enter standby mode. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the unit would not enter standby mode. It was stated that the air outlet port was fully opened and the customer attempted to put the unit into standby mode, but the unit was delivering airflow. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
It was reported that the unit would not enter standby mode. The unit was sent to the repair center. At the repair center, the reported issue was confirmed via testing. The repair center personnel set the unit to standby mode then it was immediately cancelled. The repair center personnel then replaced the flow sensor assembly to resolve the reported issue. The repair center personnel replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.